Event description:
It was reported while initially loading the 4f spyglass jl4 catheter onto the wire, the catheter tip separated from the catheter.

Manufacturer narrative:
St. Jude medical is currently conducting the device evaluation. A follow-up report will be forwarded upon completion of the investigation.